Event description:
(B)(4). The dealer reported that the irc5po2 stationary concentrator required to be logged on and off several times before it would functions properly. There was no patient injury reported.